Event description:
The account alleged that while the stretcher is in the brake position all of the brake casters will hold, but if lateral pressure is applied to the side of the stretcher, the head brake casters will go into neutral position. No pt impact.

Manufacturer narrative:
The account stated they can see the hex rod move and release the brake casters but the brake pedal stays in the brake position. The technician told the account to add the brake/steer upgrade kit to the stretcher. The account has received the brake/steer upgrade parts but has not installed them on the stretcher at this time. No further info is available on the repair of the stretcher.